Manufacturer narrative:
(B)(4).

Event description:
Patient had two resolute integrity drug eluting stents implanted to treat type a lesions in the lad with 75-90% stenosis levels. The pci was performed to treat the restenosis in previously implanted non-medtronic stent. Pre-dilatation was not performed but post-dilatation was. Post-operative level of stenosis was at 0%. The physician commented that the stent implantation was good for both adherence to the vessel wall and dilation. It was reported that approximately 3 days post implant the patient experienced chest pain and elevated st segment. Sub-acute thrombosis is reported to have occurred. Pci was urgently performed. The patient was treated by poba. The patient had widespread anterior wall myocardial infarction, and was associated with heart failure. Patient has recovered but remains in the hospital. The physician stated that during stent implantation inside the stent, there was low dilating pressure. Iron-deficiency anemia was confirmed so the patient possibly had a tendency of thrombogenicity. No further patient complications were reported.